Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2013 and suture was used. While suturing the uterus, the needle broke in half. The needle was grasped at the swage. The needle fragments were successfully retrieved using a magnet. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally evaluated. The devices met specifications.